Event description:
Reportedly, the pencil got stuck in the activation mode. There was no reported injury. Device evaluation confirmed the reported condition.

Manufacturer narrative:
One e2516 pencil was returned for evaluation. The e2516 disposable pencil self-activated in the coag mode. The pencil would continue to self-activate when joggling or repeatedly pressing the coag button. The pencil would intermittently cease self-activation when a bending force was applied to the pencil in the side-to-side direction, but would intermittently self activate again once the pencil was allowed to relax. The pencil was cut open for inspection of the switch assembly. After removing the pencil body halves, the switch assembly was tested for self-activation. Once again, the switch self-activated but would stop intermittently if bending forces were applied to the switch. There were no abnormalities found with the switch body halves or the buttons. Upon examination under a microscope, a coag wire insulation was damaged and contacting the powerbus. The damage to the insulation occurred during semi-automatic assembly of the powerbus to the switchbase on the idc machine. Conclusion: damage to the coag wire during machine assembly caused the defect to the pencil when the bowed wire was trapped between powerbus and switchbase. The lot number of this pencil is 81502, and there have been no further reports from this particular lot number. The probability of occurrence for this type of defect is extremely low and to date, this is likely an isolated manufacturing anomaly.